Manufacturer narrative:
A product sample was received for evaluation. The reported issue is not related to a previous repair by the manufacturer. Visual and functional testing were performed. Tamper seals were in tact. The device was cracked on lower right front corner of top case. Syringe plunger not in place was found on error history log. Syringe plunger not in place was found during syringe test. Q1 broken off from plunger board and plunger board also broken off from glue. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The cause of the issue is known and is design related. This issue will be monitored for an increase in occurrence. If the occurrence of this issue increases significantly, additional action will be taken. Actions/repairs were done to correct the reported issue: replaced plunger board and performed preventative maintenance and all functional testing.

Event description:
It was reported that invalid plunger error occurred. No patient injury was reported.